Manufacturer narrative:
Captures the reportable event of outer sheath broken at the yellow transition zone near the distal end. The device has not been received for analysis; therefor a failure analysis of the complaint device could not be completed. If an further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a 3 cm malignant pancreatic head mass in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the scope was in a difficult position, it was reported to be an extremely long scope position in order to access the cbd. The stent was in position to be deployed but reportedly, the technician applied a lot of force in the catheter to deploy the stent and the external catheter broke at the yellow transition zone near the distal end. The stent was removed from the patient fully covered by the outer sheath and a plastic stent was placed to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary rx fully covered rmv stent was to be used to treat a 3 cm malignant pancreatic head mass in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tight and was not dilated prior to stent placement. According to the complainant, during the procedure, the scope was in a difficult position, it was reported to be an extremely long scope position in order to access the cbd. The stent was in position to be deployed but reportedly, the technician applied a lot of force in the catheter to deploy the stent and the external catheter broke at the yellow transition zone near the distal end. The stent was removed from the patient fully covered by the outer sheath and a plastic stent was placed to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of outer sheath broken at the yellow transition zone near the distal end. A fully constrained wallflex biliary rx fully covered rmv stent and delivery system were received for analysis. Visual examination of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the guidewire access sheath). Also, a kink in the outer sheath at the end of the stiffening mandrel, and in the inner member near the proximal end of the guidewire access sheath were identified. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications. No other issues were noted with the stent and delivery system. The reported event was confirmed. The damages noted with the returned device were consistent with the application of excessive force during use. The extremely long position of the scope may have resulted in the application of excessive force and the kinks in the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.